Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.